Event description:
The event is reported as: alleged issue: doctor inflated catheter and it would not deflate. No pt injury reported. Pt current condition is fine. Additional info has been requested.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.